Event description:
The customer reported there was a gap between the sensor sphb and the lab hb. No patient impact or consequences were reported.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. (B)(6).

Event description:
The customer reported there was a gap between the sensor sphb and the lab hb. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: the returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing.  During simulation testing, the sensor passed manual and preset conditions and provided accurate measurements. The sensor was determined to be functioning as designed.  , other, other text: initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).